Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer alleged that the pump settings needed to be adjusted. Customer declined to troubleshoot or provide any further information regarding the issue.